Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Event description:
Additional information was received stating that there was no delay in the surgery. The previous revision for this patient has been reported. The insert did rotate more that 90 degrees in both situations. Lcs bearing explanted during 2nd revision.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 medical device problem code: appropriate term / code not available (a27) used to capture the implant function rotating platform insert spin out.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: h6 (device code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised a second time for tibial dislocation. Increase in flexion gap space causing the insert to spin out. Extracted the lcs 17.5 std bridge bearing from dos (B)(6) 2021. Extracted the remaining implants, lcs femur and lcs tibial tray from dos (B)(6) 2001. Implanted attune fixed bearing revision components. Crs femur sz 5, rev fixed bearing tray size 3, and crs fixed bearing insert sz 5x 22mm. There was no delay in the surgery. The previous revision for this patient has been reported. The insert did rotate more that 90 degrees in both situations.